Manufacturer narrative:
(B)(4). Results and conclusions: excessively tortuous vessel, target lesion exhibited 90% stenosis and severe calcification). (Complex procedure due to difficult patient vessel/lesion morphology). (Death). Evaluation summary: procedural images were provided for review. The images confirm the complex and calcified nature of the vessel. Images of the pre-dilation balloon inflated at the lesion site show the profile of the balloon impacted by the calcification. Post deployment of the stents the physician appears to post-dilate using the delivery system balloon. The cine images capture the reported perforation. The final image confirms the reported excellent final result with no evidence of the perforation.

Event description:
The physician successfully implanted a 2.75 mm diameter x 14 mm length integrity rapid exchange (rx) coronary stent to treat a lesion in the lad. The target lesion is reported to have been in an excessively tortuous vessel with the lesion exhibiting 90% stenosis and severe calcification. The lesion had been pre-dilated using a sprinter balloon at 12 atm. The lad was then stented in the mid portion using a 2.5 x 24 mm drug-eluting stent followed by a 2.75 x 24 mm drug-eluting stent. There was some peri-stent plaque staining and this was further covered using an other brand stent, followed by the 2.5 x 14mm integrity stent, overlapping more distally and deployed to 16 atm. The ostium of the circumflex was then stented using a 2.75 x 12 mm drug eluting stent and a 2.75 x 30 mm drug eluting stent in the circumflex and in the marginal tight stenosis. The left main was finally stented using a 3.5 x 12 mm drug-eluting stent. The final result was excellent with timi iii flow. The patient subsequently expired two days later in the coronary care unit.